Manufacturer narrative:
(B)(4). Concomitant medical products: the patient¿s medications include; aspirin, amlodipine, potassium, allegra, lipitor, hydrochlorothiazide, and flomax. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2015, the patient underwent endovascular treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses featuring c3® delivery system. On (B)(6) 2017, follow-up images identified evidence of a proximal type I endoleak on the previously implanted trunk-ipsilateral leg component, with no evidence of aneurysm enlargement. It was reported the endoleak was caused by disease progression resulting in loss of device apposition to the aortic wall. Later that same day, the patient underwent an additional procedure to treat the endoleak. According to the report an aortic extender component was implanted for proximal extension. Final angiography showed resolution of the endoleak, and the patient was reported to have tolerated the procedure.